Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported unable to charge the adc freestyle libre reader and not powering on with button press or test strip insertion. Customer experienced a loss of consciousness, however no third party treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported, unable to charge the adc freestyle libre reader. And not powering on with button press or test strip insertion. Customer experienced a loss of consciousness. However no third party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication, that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.